Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Troubleshooting indicated the pump was functioning properly. Recommended changing the infusion set and rotating the insection site.